Event description:
It was reported that a patient noted that they no longer have their device implanted. The patient reported that they fell and broke their leg and the device was knocked out of place and the patient did not want to have it replaced. The patient had troubles getting an MRI after their fall because the device was not functioning, so the patient had the device removed and is not interested in having it reimplanted. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Block d6b: explant date: unknown, used the first day of the aware month. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). D6b explant date: unknown, used the first day of the aware month.

Event description:
It was reported that a patient noted that they no longer have their device implanted. The patient reported that they fell and broke their leg and the device was knocked out of place and the patient did not want to have it replaced. The patient had troubles getting an MRI after their fall because the device was not functioning, so the patient had the device removed and is not interested in having it reimplanted. There were no other issues or complications reported.